Manufacturer narrative:
An investigation was performed. Further information provided by the customer confirmed that no interfering substances such as blood or mucous were observed. It was also confirmed that no harm or delay in treatment is being alleged. Furthermore, it was stated that the customer¿s workflow dictates a repeat with the genexpert assay for all samples positive with the liat assay. Review of the data confirmed that all 3 samples results are typically indicative of a true positive sample with one showing a high viral load. The most likely cause of the discrepant results between the liat assay and the genexpert assay is the sensitivities of the test. The liat assay has a lod of 12 copies/ml, or 0.0084 pfu/ml. The genexpert assay has a lod of 0.0200 pfu/ml; the liat assay is more than 2 times sensitive than the genexpert assay. For the 1 sample with a high viral load, the different results may be explained by the targets for the liat assay, which detects regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. The genexpert assay detects regions of the e and n2 gene. As such, results with one assay may not be reproducible with a different assay. Added sample information provided by the customer in b6 updated initial report phone number (e1) (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of false positive results for sars-cov-2 with the cobas liat sars-cov-2/flu assay. A retest was performed on the genexpert instrument and generated negative results for all 3 samples. Review of the run data performed as part of the system investigation did not show any system related anomalies and it was observed that a pcr amplification for the sars-cov-2 target took place for the 3 samples, which generated positive results for sars-cov-2. Further investigation on the reagent lots is ongoing. No harm was alleged. Three (3) mdrs, one per each alleged sample result, will be filed.

Manufacturer narrative:
Review of the run data did not show any system related anomalies and it was observed that a significant pcr on the sars-cov-2 target takes place for the 3 samples. Further investigation on the reagent lots is ongoing. (B)(4)